Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, a system advisory displayed indicating ac power loss and the unit shut down. The system was rebooted to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system and experienced intermittent power issues. The power supply and power distribution printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. The system was manufactured on january 23, 2004. Based on qa assessment, the product met specifications at the time of release. The power supply and power distribution printed circuit board (pcb) were received and a visual assessment of the returned sample found no visual nonconformities. The power supply and power distribution printed circuit board (pcb) were installed into a calibrated hotbed system. The system was powered on without exhibiting any nonconformities. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).